Event description:
New information noted that the lead exhibited loss of capture.

Manufacturer narrative:
A complete lead was returned in one piece measuring 46.1 cm. Analysis was normal. Visual inspection of the lead found no anomalies except for damages consistent with procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that low impedance was noted on the right atrial lead. The lead was explanted and replaced. The patient was stable.